Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B) (6) 2009. It was reported that about 4 weeks later, the pt was unable to establish communication with her ipg with her charger. Additional attempts were made using another charger and another programmer with no success. An x-ray taken confirmed that the ipg had not flipped in the pocket. The physician explanted and replaced the ipg on (B) (6) 2009. It was noted during the explant procedure that once out of the pt's body, the ipg did communicate with a programmer. The explanted ipg was returned to ans for eval. Follow up on the pt found that she is doing well and receiving stimulation.